Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient order went to the wrong primary ID which impacted 1 patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a, imdrf annex g, imdrf annex c and manufacturer narrative. Upon investigation of the incident, the technical support specialist (tss) confirmed the issue based on the pharmacist's explanation regarding a patient (fin #(B)(4)) displaying incorrectly in pyxis. The patient was registered under mrn (medical record number) (B)(4) and also had a historical mrn of (B)(4). Both mrns were linked to the same fin in pyxis. As a result, orders appeared under both mrns, which created difficulty for nursing staff in identifying the correct patient record and locating the appropriate medications. Medical records confirmed that the accounts had not been merged and stated that it was unclear how the fin became associated with the historical mrn. The tss confirmed that the customer had opened a service request with cerner team for assistance in reviewing the adt data exchanged between cerner and pyxis for this patient. The customer later informed the tss that the source of the issue originated at the ehr (electronic health record) level. Upon receiving this confirmation from the customer, the technical support specialist closed the case.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the customer had reported that the order ID was being sent to the wrong ID, and hl7/adt message issues needed to be reviewed to identify the cause. A technical support specialist confirmed that the engineer had attempted to contact the appropriate personnel, requested the correct order ID, and sent an email requesting hl7 messages from adt for review. The customer internal team contacted the adt team and opened an sr. A follow up email was sent, and the customer later provided confirmation and granted permission to proceed with case closure. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient order went to the wrong primary ID which impacted 1 patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.